Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative was inquiring about episode printouts for an event that occurred back in the (B)(6) 2015 timeframe. The physician was planning a presentation on the importance of electrode position. The local representative reported that this electrode had migrated off the sternum to the other side. The local representative commented that this patient had an inappropriate shock due to oversensing of supraventricular tachycardia (svt) that reverted to ventricular fibrillation (vf) that was successfully terminated by the device. The device was reprogrammed off at that time. Ts reviewed the technical service database and search for stored data that may have been uploaded from the patient's latitude system. There were no prior calls to ts and no files were uploaded from the patient's latitude system relating to delivery of inappropriate therapy. The patient's medical and device history was significant for an infection of the patient's competitor device and boston scientific transvenous right ventricular (rv) defibrillation lead. The competitor device and boston scientific rv defibrillation lead were explanted in (B)(6) 2015 and replaced with an s-ICD system. The status of the patient s-ICD device and electrode are unknown at this time as the patient has not been seen by the device-following physician.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock therapy due to oversensing of a supraventricular tachycardia, that reverted into a ventricular fibrillation and was successfully terminated by the device. The s-ICD system therapy was programmed off after this incident. Technical services reviewed the latitude records, and no information was found corroborating the delivery of inappropriate therapy. Previously, it was noticed through x-rays that the implantable electrode had dislocated and migrated off to the sternum. No further information was given about this s-ICD system, and it remained implanted for several years. Eventually, this s-ICD system was explanted due to both inappropriate shock delivery and the dislocation of the implantable electrode. In addition, it was noticed that the s-ICD had also migrated awkwardly in the left axilla. It was believed that the patient suffered from twiddler's syndrome, or the s-ICD system was not anchored down properly upon the initial implant procedure. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock therapy due to oversensing of a supraventricular tachycardia, that reverted into a ventricular fibrillation and was successfully terminated by the device. The s-ICD system therapy was programmed off after this incident. Technical services reviewed the latitude records, and no information was found corroborating the delivery of inappropriate therapy. Previously, it was noticed through x-rays that the implantable electrode had dislocated and migrated off to the sternum. No further information was given about this s-ICD system, and it remained implanted for several years. Eventually, this s-ICD system was explanted due to both inappropriate shock delivery and the dislocation of the implantable electrode. In addition, it was noticed that the s-ICD had also migrated awkwardly in the left axilla. It was believed that the patient suffered from twiddler's syndrome, or the s-ICD system was not anchored down properly upon the initial implant procedure. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: d4 (model number): corrected from 3400 to 3010. D4 (catalog number): corrected from 3400 to 3010. If the product is returned, analysis would be performed and this report would be updated at that time.